Event description:
We used 2 separate needles during the case and each time the surgeon stepped on the foot pedal, the acoustic sound took place for a few seconds and then the needle would only shoot out water, we changed the settings on the console numerous times but we still experienced the same problem. The surgeon was very upset and he would like a new console sent to facility immediately. Thank you

Manufacturer narrative:
Unit received from the field. This unit was serviced (B)(4) 2012, no malfunction was found, valve spacers were replaced under CAPA (B)(4), the unit was shipped out (B)(4) 2012. The facility wanted a new console due to recent failures in using the handpiece; the customer was sent unit s/n (B)(4) as replacement; the unit was released to inventory (B)(4) 2012, there are no complaints or service issues on file for this unit; evaluation tx00046 was a refurbish of the unit to return to inventory since it did not go back to the customer; the failure may have been the result of the handpieces and not the console, the microtips were not returned so an investigation cannot be performed; no additional complaints have been filed from this facility.